Event description:
Covid test requires app, but could not determine until after getting test that phone was not compatible so now I will have to go to the clinic to get tested. Test app required my name and email and date of birth before I could determine phone was not compatible. This is a horrible product and should not be available because people need to have a reliable test at home. FDA safety report ID# (B)(4).